Event description:
It was reported that a minimum fill notification occurred in the past. There was no adverse impact to the customer's blood glucose level. Issue was not current. No additional patient or event information was available.